Event description:
The customer reported: the keratome is part of a custom pak. The pak was opened and the knife removed from its packet. Staff are very careful that the blade does not come in contact with its packaging, the sterile drape or anything on the sterile tray prior to it being used. The knife was found to be blunt and another knife opened. No patient impact was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).